Manufacturer narrative:
One used sample was returned without original packaging. Visual inspection revealed that the catheter tubing was detached from the cone adaptor. Inspection under uv light revealed inconsistent adhesive coverage inside the cone adaptor. There was slightly more consistent adhesive coverage on the tubing. The reported event is confirmed with manufacturing root cause. Corrective actions have already been implemented to the manufacturing process. A risk analysis was completed and based on the likelihood of event occurrence the overall risk remained within the same acceptable range. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for m5194t609 was reviewed and the product was produced according to product specifications. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the suction catheter detached from the control unit during use. The catheter was deployed through the et tube, but could not be retrieved as per recommended use of the product. The closed system was quickly removed from the patient and the suction catheter manually removed from the patient's airway. The patient was fully sedated at the time, and no injury was reported. The device had been in use no longer than 24 hours. No further information was provided.